Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a failure in drawer 2.1 of the system. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system encountered an issue where the drawer 2.1 was constantly failed, thereby preventing the user from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.4ed